Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the right ventricular lead. The patient was brought in the clinic on (B)(6) 2018 and the high voltage therapies were disabled. The patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2018. There were no adverse effects to the patient.